Event description:
It was reported that the vns pt's pulse generator was replaced due to end of service. The explanted generator was returned to MFR for analysis where the elective replacement indicator (eri flag) was observed to be set to yes. The eri "yes" condition was expected based on the battery life calculation, the electrical test results and the bench eval. During analysis, it was identified that the pulse generator did not operate within designed limits of the final electrical test specification. The pulse generator unit failed the backup capacitor positive to can (9999.999v) and the backup capacitor negative to can (-3.806v), as it did not comply with spec limits that are between -3.3v and -2.2v and the waveshape pulse overshoot measurement (3.469%). Further analysis determined that only the negative backup capacitor was out-of-spec (the negative backup capacitor was not internally electrically attached to the feed-thru wire).

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to death or serious injury. The out of spec test measurement did not have an impact on the end of service condition of the pulse generator.